Manufacturer narrative:
Product demonstration only. No patient involvement. Product returned and evaluated. Reported issue confirmed. Root cause determined to be vacuum failure.

Event description:
Shaft frosting - probe pulled from standard demo stock to be used for a demonstration with the physician. Representative conducting the demonstration stated that the probe had major shaft frosting.